Event description:
This is a spontaneous report by a nurse from the USA of drain pain and bacterial peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. On an unreported date in 2009, the patient began dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies intraperitoneally (ip) for peritoneal dialysis (pd), continuous ambulatory peritoneal dialysis (capd and automated peritoneal dialysis (apd). The nurse contacted baxter technical services (bts) regarding a service alarm on the homechoice (hc) device. The patient experienced drain pain and required assistance to bypass to fill. The nurse contacted bts again, regarding another service alarm on the hc. The bts representative assisted the nurse to troubleshoot the hc device. During the call, the nurse stated that the drain bag had some cloudy white liquid. Upon a follow-up call with the nurse, it was medically confirmed that in (B)(6) 2011 the patient experienced peritonitis manifested by white cloudy effluent. On an unreported date in (B)(6) 2011, the patient was hospitalized. The cause of the peritonitis was unknown. It was unknown if a break in aseptic technique occurred or if an exit site or tunnel infection was associated with the peritonitis. Remedial treatment included a 3 week course of unspecified antibiotics. On an unreported date in (B)(6) 2011, the patient was discharged. The event of bacterial peritonitis was ongoing. It was not reported if the event of drain pain had resolved. Dianeal therapies were ongoing. The nurse believed that the event of bacterial peritonitis was not related to dianeal therapies. On (B)(4) 2011, product surveillance contacted facility and spoke with peritoneal dialysis nurse about this patients peritonitis case. The nurse stated that on (B)(6) 2011, the patient was diagnosed with peritonitis. Patient was admitted to the hospital on (B)(6) 2011 and discharged on (B)(6) 2011. Patient is receiving antibiotic therapy and is recovering. The nurse stated that she believes that this is a result of touch contamination and not from baxter products or the dialysis therapy.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on h11h01073, and h11g25108 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for peritonitis is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.